Manufacturer narrative:
Investigation summary: it was reported that a (b)6) year-old male patient underwent an ablation procedure for atypical atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered myocardial ischemia requiring transthoracic echocardiography (tte), computed tomography (CT), and medication. During the procedure, after going transseptal, the patient became hypotensive to 40 mmhg (unspecified). Ultrasound revealed no effusion. Myocardial stunning was observed. Blood pressure was medically managed. Myocardial stunning subsided. Patient was reported to be in stable condition. Echocardiography (tte) and computed tomography (CT) were performed. The tte findings were within normal limits. The CT findings were not available. Patient required extended hospitalization as a result of the adverse event for extubation and monitoring. Patient outcome is improved. There have been no reported neurological signs or symptoms since the procedure was completed. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 28, 2017. Echocardiography (tte) findings were within normal limits. The computed tomography (CT) findings were not available. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/23/18. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17720840l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system , us catalog #:m-4800-01, serial #:(B)(4). Smartablate generator , us catalog #: m-4900-07, serial #: (B)(4). Smartablate pump , us catalog #: m-4900-08, serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atypical atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered myocardial ischemia requiring transthoracic echocardiography (tte), computed tomography (CT), and medication. During the procedure, after going transseptal, the patient became hypotensive to 40 mmhg (unspecified). Ultrasound revealed no effusion. Myocardial stunning was observed. Blood pressure was medically managed. Myocardial stunning subsided. Patient was reported to be in stable condition. Tte and CT were performed. There is no information regarding imaging results. Patient required extended hospitalization as a result of the adverse event for extubation and monitoring. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician considered that the adverse event could have been related to an air embolism. There have been no reported neurological signs or symptoms since the procedure was completed. Since medical/surgical intervention or prolonged hospitalization was required for treatment or prevention of permanent damage to the patient, this is MDR reportable.